Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: USA. It was reported that during a patent's surgery for a shunt malfunction it was discovered that the existing peritoneal shunt had a break in it distally.

Manufacturer narrative:
Investigation: no product is at hand. No previous complaints with this failure mode have been received.